Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 01/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2016 with the following findings:during investigation, moisture was found behind the display lens. A leak test was performed and failed due to a leak in the display lens. The pump was opened to find moisture damage on the display screen, printed circuit board, and the continuing glucose monitoring board. Unrelated to the original complaint, the battery cap top slot was worn and difficult to remove.